Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one sample from an unknown lot number without packaging. The sample was received with only the catheter tip and an unknown tubing. Four photographs were also submitted which displayed similarities to that of the returned unit. Through the visual inspection, the adapter revealed damage along the inside of the luer. A leakage test was performed where leakage was found present. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect. Damage as such can result from an incorrect equipment setting in relating to misalignment or pressure regulator too high.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing leakage during use. The following has been provided by the initial reporter: after catheter placement on patient, leakage occurred when giving saline. Replaced by new top ex-tube(x2-fl50) . Then leakage occurred again when giving tocilizumab(not chemo). Hcp couldn't complete infusion. Customer suspects the catheter adopter is defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing leakage during use. The following has been provided by the initial reporter: after catheter placement on patient, leakage occurred when giving saline. Replaced by new top ex-tube(x2-fl50) . Then leakage occurred again when giving tocilizumab(not chemo). Hcp couldn't complete infusion. Customer suspects the catheter adopter is defect.